Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate shock with lead fracture noise and lead oversensing. The lead was turned off and later extracted and replaced. No further patient complications have been reported as a result of this event.